Manufacturer narrative:
(B)(4). Batch # m5422t. Additional information received: on which firing did this occur? Unknown. Please provide details as to how stapler did not fire correctly on the first attempt. Unknown. When reloaded and still did not fire correctly, were the staples malformed (b-formation, irregular, legs straight)? If no, please explain. Unknown. Listed what staff told me after the event happened. The analysis found that one ntlc75 device was returned in good visual condition and with a cartridge reload present. The cartridge reload was received with the swing tab locked out. The cartridge reload swing tab was reset in order to fire the cartridge. The device was tested for functionality with the returned cartridge reload and fired without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A probable cause for the reported incident and the protruding staples is the device may have been partially fired causing the lockout to be set. Reference ¿instructions for use¿ for complete firing instructions. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an open colon resection procedure, the stapler did not fire correctly. Was reloaded and still did not fire correctly with proper staple formation. Case completed with another device. There were no patient consequences reported.